Event description:
13:45 patient arrived in par. Has pacemaker, monitor rate 79, @ 14:25 rate 120. Dr. Notified stated the rate did that one time in or when we used the bovie. 14:55 dr. Forlini's office notified. Dr. Returned called @ 15:05 arrived at 15:35. Pacemaker checked with external device. Reprogrammed with the device by dr. Forlini @75 rate. Patient returned to acc per order of dr. Dr. Checked rate, 78. 76 @ 16:30. Discharged from acc @ 17:40invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device repaired and put back in service, other. The device was not destroyed/disposed of.